Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: post-op anastomotic leaks . Everything seemed to go fine at the time of the case - the stapler worked well, the donuts were intact, leak test was negative etc. No additional information was provided.